Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre reader would not power on with button press. In the morning at (B)(6) 2018, the customer further reported he experienced symptoms of dizziness and the inability to think or speak and was unable to treat himself. He made contact with an hcp who performed a blood glucose test and obtained an unspecified result and treated the customer with glucose gel for his hypoglycemic symptoms. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre reader would not power on with button press. In the morning at (B)(6) 2018, the customer further reported he experienced symptoms of dizziness and the inability to think or speak and was unable to treat himself. He made contact with an hcp who performed a blood glucose test and obtained an unspecified result and treated the customer with glucose gel for his hypoglycemic symptoms. No further treatment was reported. There was no report of death or permanent injury associated with this event.